Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she had high blood glucose. Customer's blood glucose was 429 mg/dl. During troubleshooting, device passed the high pressure test. After troubleshooting, customer was advised to contact his healthcare professionals. Customer will not be returning the device for analysis.